Event description:
A customer reported that during a cataract with intraocular lens implant procedure, the IV pole came down and the footpedal wouldn't work. The system prompted the staff to reset the pedal, which they did, and the issue was resolved. Later when they went to perform a vitrectomy, they were unable to adjust it. It is unknown if there was any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).